Event description:
I have been a user of ciba vision corporation's o2optix disposable contact lenses since february 2006 and I had never had any problem. However, on december 29, 2006, my right lens -which was a fresh lens that I had just opened became unbearably uncomfortable and it felt like there was something in my eye and that the lens was not moving well in my eye. I had to remove it immediately and after removal, although the acute discomfort abated, the eye still felt somewhat irritated for several hours. I did not wear the lens again for two days, at which time I tried wearing it again on december 31, 2006. After about 10-12 hours of use, the same excruciating discomfort occurred in the same eye. I removed the lenses, threw them away, and did not wear contact lenses for a week. I then inserted a fresh pair of lenses and had no problem during the normal two weeks of wear. However, on jan 20, 2007, when I put in a new pair of lenses, within 10 hours the same intense irritation occurred. In other words, two of the six lenses in this particular box of lenses caused serious irritation in my right eye.